Event description:
Pt was revised to address eccentric poly wear of the liner and osteolysis behind the cup.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. The date of implant was not provided to determine the length of time implanted. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution in february 1999. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.